Event description:
Reporter indicated that a pt wants to have the vns device removed, because she felt that after a recent CT scan the device was stimulating constantly. It was later reported by the physician that he had tested the generator, and he "could tell that her vns generator is definitely not firing constantly". The generator was then programmed to 0ma at the pt's request.